Manufacturer narrative:
Customer reported that device had issues with interconnect board. Tamper seals were removed, top and bottom cases are in excellent condition with no visible contamination. Performed power up process, backup audible alarm post found in ehl. Problem was with main pc board. Found missing component. Customer caused the problem. Replaced main pc board, performed power up and self test process.

Event description:
It was reported that the device had interconnect board damages. No patient injury was reported.